Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 538 mg/dl. Elevated bg was addressed by a manual insulin injection. Customer changed pump supplies to address the issue.